Event description:
During introduction of a trocar into pt abdomen for a laparoscopic cholecystectomy, trocar came apart leaving the metal -sharp- portion in the pt's abdomen. It was retrieved. Some bleeding was noted, possibly from liver puncture by the sharp trocar. Bleeding was stopped. In 2007: all of this product pulled form our shelves and returned to materials mgmt, who will contact rep. Dates of use: 2007. Diagnosis or reason for use: trocar to make port for laparoscopic instruments. Event abated after use stopped or dose reduced: yes.